Event description:
The olympus representative reported on behalf of the customer that the disposable distal attachment came off the gastroscope in the middle of an unknown standard procedure. The ear nose throat (ent) staff were required to assist in the retrieval of the cap to prevent it from passing into the trachea, and it was retrieved successfully. There was no mis-diagnosis as a result of the issue.

Manufacturer narrative:
The device has not been received for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the distal cap detached from the scope because the scope was not compatible with the specific device (model number: d-201-11304). The event can be detected/prevented by following the instructions for use (IFU) which state: ¿use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off of the endoscope inside the patient and may cause malfunction or equipment damage.¿ per the IFU, ¿gif-xq240 is not compatible with d-201-11304.¿ this supplemental report includes information added to b5. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the incident occurred during an unspecified diagnostic gastroscopy procedure. Although there was procedural delay, the duration of the delay was unspecified. However, it was confirmed that the issue did not have any impact on the patient.